Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 39 mg/dl while wearing the pod. As treatment, the patient had a snack. Once at the hospital the patient was treated with glucose through intravenous fluids. The patient was discharged from the hospital after 3 hours.